Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure on (B)(6) 2025, the image was too dark. They were able to complete the procedure using a back-up device, without any patient impact.

Manufacturer narrative:
Device evaluation: the device (tl400 - power led rubina, opal1 nir/icg, serial number (B)(6) was received for investigation. The error complained about by the customer ("image was too dark") could not be detected despite continuous operation. Error 250 is conspicuous in the log file, which could indicate a sporadic failure of the mainboard. The mainboard is therefore replaced as a precautionary measure. In addition, it was determined that the light cable adapter on the tl400 was not the correct one, but that the light guide adapter of the halogen light source was untwisted. However, these findings are not related to the described failure pattern by the customer. A possible cause for the described failure pattern may be the peripherals with which the device was operated. This event is filed under internal complaint ID (B)(4).